Manufacturer narrative:
Direct correlation between the left ventricular assist system (lvas) and the reported events could not be conclusively established through this evaluation. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system a review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Unique identifier (UDI): the heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(6) . FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 1 year. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient presented to the hospital with symptoms of shortness of breath and fatigue on (B)(6) 2018. The patient has had melena, since (B)(6) 2018. At the time of the event, patient¿s anticoagulants included warfarin and aspirin. The patient¿s hemoglobin was 9.8 g/dl and hematocrit was 29.4, down from 14.1 g/dl and 43.1 on (B)(6) 2018. The patient¿s hemoglobin and hematocrit remained stable once admitted. The patient did not receive blood at that time. The patient¿s prothrombin time (pt) was 22.8 and inr was 2.04. Upon admission, with a partial thromboplastin time (ptt) of 40.3, the patient was started on octreotide and pantoprazole drips initially and their coumadin was held on (B)(6) 2018, if the gastrointestinal (gi) wanted to scope the patient. Octreotide and pantoprazole drip was discontinued, it appears the patient¿s hemoglobin and hematocrit was stable. Both were discontinued after 15 hours of infusion and the patient was placed back on their home dose of 40 mg of pantoprazole twice a day orally. On (B)(6) 2018, it was reported that the patient¿s shortness of breath was presumed to be the anemia. The patient¿s hemoglobin dropped to 7.5 g/dl and hematocrit to 22.4 on (B)(6) 2018. The patient had 2 units of blood transfusion and was placed on octreotide drip and protonix drip. And their hemoglobin at 10.0 g/dl responded appropriately, and hematocrit was 29.1. The patient also received intravenous iron x 4. On (B)(6) 2018, the patient underwent an esophagogastroduodenoscopy (egd) and colonoscopy, results showed normal mucosa was seen throughout. A capsule endoscopy was performed on (B)(6) 2018. Results showed punctate, non-bleeding red lesions were seen, as were larger, non-bleeding arteriovenous malformation (avm) x2. At this point, since there was no bleeding, monitoring of hemoglobin was all that was recommended. The patient was discharged home on (B)(6) 2018, doing well with a hemoglobin of 10.6 g/dl and hematocrit of 31.1. The patient¿s aspirin dose has been decreased from 325 mg daily to 81 mg daily due to recurrent gi bleed. Inr goal remains at 2 -3. The gi bleeding reportedly resolved on (B)(6) 2018. No additional information was provided.